Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to an infection at the pocket site. The patient's symptoms were redness, open pocket site, and fever. The patient was prescribed with oral keflex antibiotic. The physician does not believe the infection was device or procedure related. The patient is reportedly doing well following the procedure.